Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient's mother stated the sensor fell off on (B)(6) 2018 and noticed that the skin was red, bumpy and was open like a sore. It was indicated that the patient had an allergic reaction to the adhesive. The patient sought medical attention and was prescribed a barrier spray and antihistamines on (B)(6) 2018 to treat the affected area. The patient was referred to an allergy specialist; however, an appointment was not yet set up. At the time of contact, the patient was still recovering from the reaction. No additional patient or event information is available.